Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were receiving no delivery alarms. The customer stated that, they received no basal delivery alarms. Troubleshooting was not performed. Customer advised they have experienced delivery issues which resulted in issues with their blood sugar. The insulin pump will not be returned for analysis.